Event description:
Follow-up identified the ipg was inoperable due to lack of charging. As such, surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-05242011-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using the patient programmer. The patient is also unable to charge. Surgical intervention may be undertaken to address the issue.